Event description:
In this event it was reported that a pt experienced a reaction after the use of aquasil xlv and aquasil mono. This MDR eval is for aquasil xlv. The symptoms reported were a burning sensation. The pt is planning to have allergy testing, although this has not yet happened. The pt has experienced similar reactions to products that contain blue dye in the past. Aquasil xlv does not contain blue dye. However, aquasil mono does contain f d and c blue #1.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reaction to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.